Event description:
Reportedly, during pt use, a "switched to backup battery" alarm occurred. The pt was manually ventilated and transferred to another ventilator. There wer no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt information was not provided.